Manufacturer narrative:
This event has been reported by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that during the surgery, this complaint product didn't work(power on) in high mode and there was battery leakage detected. There was a noise and was unable to spray. Therefore, the surgeon used a back up of the same product for the surgery. No procedure harm and delay was less than 15 minutes. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Functional testing of the device confirmed the suction was not working and the motor made a high-pitched noise. Visual inspection of the interior of the handpiece found the motor mounts were melted and warped, dropping the motor out of position and preventing the pinion gear from making contact with the face gear. It was also noted that the plunger was stuck in place inside the housing. There was no debris or damage to the o-rings. The battery pack was clean. No signs of leakage and batteries were not depleted. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.